Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an acquisition 10 error. The transducer was returned, and an investigation was performed. Engineering was able to reproduce the acquisition 10 error. The cause of the issue was determined to be a manufacturing issue with the coaxial cables. The cable assembly manufacturer has changed the process through a CAPA since may 2017. This transducer was manufactured prior to the CAPA. The transducer was replaced on site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a usacquisitionhw_10 error during equipment testing prior to a transesophageal echocardiography (tee) procedure. When the error occurred, the tee has not yet started as the patient was not in the room at the time. No additional information was provided.